Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: d4. Investigation evaluation. Description of event: it was reported that a 'bakri tamponade balloon catheter' was found to be leaking during treatment of postpartum hemorrhage, secondary to uterine atony, placenta previa, and retained products of conception. Following a cesarean section, the patient experienced an estimated blood loss of 550ml. The device was then placed transabdominally and the uterus was sutured closed. The user then injected ~300ml of water insufficient pressure was noted. The device was removed and the top of the balloon was found to be leaking. The device was replaced with a new 'bakri' to complete the procedure and achieve hemostasis. The patient experienced an additional estimated blood loss of 50ml; total estimated blood loss was 600ml. The patient did not require any blood transfusions. The device was not tested prior to use and was not handled by or in the proximity of any metal tools that may have damaged the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, and a visual inspection of the returned device, were conducted during the investigation. One 'bakri tamponade balloon catheter' was returned for evaluation without a stopcock. Using a stock stopcock, the device was function tested. No leaks were observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed. A definitive cause of the event could not be determined from the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a 'bakri tamponade balloon catheter' was found to be leaking during treatment of postpartum hemorrhage, secondary to uterine atony, placenta previa, and retained products of conception. Following a cesarean section, the patient experienced an estimated blood loss of 550ml. The device was then placed transabdominally and the uterus was sutured closed. The user then injected ~300ml of water insufficient pressure was noted. The device was removed and the top of the balloon was found to be leaking. The device was replaced with a new 'bakri' to complete the procedure and achieve hemostasis. The patient experienced an additional estimated blood loss of 50ml; total estimated blood loss was 600ml. The patient did not require any blood transfusions. The device was not tested prior to use and was not handled by or in the proximity of any metal tools that may have damaged the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.